Manufacturer narrative:
(B)(4). PMA/510k: pentax model kw-d2423t is not sold in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report on 27mar2019 for an event which occurred in the operating room during use at (B)(6) hospital in (B)(6). The reported complaint stated, "forcep took too big a chunk with sample and specialist was concerned it caused too much damage whilst sampling", involving pentax medical biopsy forceps with window for wilson, model kw-d2423t, lot number 170713. On 04apr2019, pentax medical america requested additional event details and received the response stating that there was no patient injury or adverse event and no delay in the procedure which would require medical intervention such as additional anesthesia or a prolong hospital stay. An update to the patient current status was not provided but the patient was not being recalled for further screening. Patient information was not provided per hippa guidelines. The investigation is in-process.